Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe the package was opened.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. 3 photos were returned for investigation. Poor seal integrity was observed in the returned photos. 1 actual sample was returned for investigation. The actual sample was subjected to visual inspection. Poor seal integrity was observed on the 4 corners of the returned sample. The sample was subjected to package leak test and has failed the test. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, which was present on the returned samples and thus, showed that the sealing process was completed in manufacturing facility. There was change in top web material during jul 2017. The reported batch was produced before the material change. No assignable root cause can be established.

Event description:
It was reported that before use of the bd plastipak¿ syringe the package was opened.